Event description:
It was reported that there was a revision due to a broken 4.5mm condylar plate and a non-union with a distal femur. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs, hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the 4.5mm va-lcp curved condylar plate system is designed to buttress multifragmentary distal femur fractures, with the ability to lock screws divergent from the central axis of the plate hole. The technique guide was reviewed for proper use of these implants ((B)(4)). One 4.5mm stainless steel va-lcp condylar plate ¿ left (part# 02.124.415, lot# 7606540, mfg sep2011) was returned with the complaint of broken postoperatively. The implant broke laterally across the third combi hole proximal from the head of the plate. There are cracks at each combi hole on either side of the hole where the fracture occurred on the posterior side of the holes, as well as deformation in the region of the break. As this plate broke postoperatively and no further information surrounding this device was received, it is most probable that the break occurred due to excessive strain exerted on the plate by the patient or from forces external to the patient. The drawings for this implant were reviewed (se_366691 rev g) and the design, material and finishing processes were found to be adequate for the intended use of this plate. This complaint condition is confirmed and likely resulted from excess strain by the patient or external forces exerted on the patient. Due to the limited information surrounding this complaint a decisive root cause cannot be reached. The design of this device was not found to contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.